Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 498 mg/dl with symptoms of extreme thirst, excess urination, nausea, headache, and trace ketones. The reporter also stated that the patient had a hypoglycemic event in relation to this issue where their blood glucose was 42 mg/dl with symptoms of slurred speech, light headedness, and unsteadiness. The patient required third party intervention for the hypoglycemic event and was treated with carbohydrate rich food and drink. The patient had discontinued pump therapy at the time of the call. The reporter reviewed the pump history with a customer technical support representative and found that the pump's bolus history did not correctly add up. This complaint is being reported based on the allegation that the patient experienced a blood glucose excursion and the pump history was not recording properly.